Event description:
A customer reported to beckman coulter that the beckman coulter au480 clinical chemistry analyzer had been generating erroneously low sodium (na) results, which had been reported out of the laboratory. The customer confirmed that there was no report of injury or change to patient treatment attributed to or connected with the results. The customer did not provide any patient results or number of involved patients. The customer stated that calibration and qc results were always within the acceptable criteria. Bec field service engineer (fse) replaced the sample d-pot and all the ise tubing. The fse installed a new reference electrode and opened a new lot of ise cleaning solution. The fse calibrated ise, ran qc and obtained acceptable results. The fse verified system performance to meet published performance specifications.